Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿b0013 error¿ was confirmed with the evaluation of the returned 14v battery. After being fully charged with test equipment, the reported b0013 error code was reproduced when inserted into a test universal battery charger. Further evaluation suspected a damaged component issue. The component monitors battery parameters including cell voltage and relay the information. The error code corresponds to a communication issue, which is consistent with the evaluation finding. The analysis could not determine a root cause of the damaged component issue during the analysis. Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use and the heartmate 3 instructions for use. Section 3, power the system, description of battery charger pocket lights and their meaning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a b0013 error on the heartmate 14 volt lithium ion battery. The battery was replaced and the alarms resolved.